Event description:
Customer reported that when he got his insulin pump he went to the emergency room in an attempt to get in contact with hcp since his hcp provided insulin pumps. He decided to go to the emergency room with a blood glucose of 300's and by doing so he was able to contact his hcp. Customer's current blood glucose was 87 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.